Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 10 month post-operative angiogram showed an occlusion of the right iliac limb stent graft at a location of significant infrarenal angulation, with retrograde flow to the lower extremities. As of the date of this report, there has been no additional patient sequelae reported and a re-intervention is planned at a later date.